Event description:
Customer's mother reports that customer has had high blood glucose of 440 mg/dl and 380 mg/dl for a couple of nights. Customer received a no delivery alarm possibly due to reservoir not fully inserted. Customer's mother declined troubleshooting due to this being a past event and issue has not occurred since. It was advised to call back should issue occur again. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).